Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities. The reported patient effects of hemorrhage and death, as listed in the coronary stent graft system IFU, are known patient effects that may be associated with coronary stenting. It has been determined that a conclusive cause for the reported stent graft leak and reported patient effects cannot be determined. The subsequent treatments appear to be related to the circumstances of the procedure. Additionally, it should be noted that the coronary stent graft system, graftmaster instructions for use (IFU) states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a pseudoaneurysm and extravasation in the superior mesenteric artery (sma) for a clinically unstable and very critical patient. The 4.0x19mm graftmaster stent implant was deployed without issue sealing the portion of the pseudoaneurysm it was deployed in. However, the patient expired before further treatment could be performed. No autopsy was performed as the death was deemed to be related to the patient's preexisting critical illnesses and bleeding. The death was reportedly not related to the graftmaster device. There was no additional information provided. Subsequent to the originally reported information, procedure notes were received which stated that after stent deployment, the aneurysm was still slowly filling, but active bleeding had stopped; thus, the procedure was ended. However, later that day, active bleeding started again and another procedure was done to puncture the aneurysm and inject coils, but this was not successful. The patient remained stable, but again began active bleeding on (B)(6) 2015. Due to advanced cancer and other comorbidities, the patient's family withdrew care and the patient expired. There were no complications that occurred related to use of the graftmaster device. There was no additional information provided.